Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, the atrial lead exhibited high pacing impedance and loss of capture. During the procedure, an insulation breach was noted on the lead. The lead was capped on (B)(6) 2022 and replaced. The patient condition was stable.